Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual and magnifying inspection revealed that the ni-ti core had been fractured and the fracture end had been curved. The platinum coil had been fractured. The length of the ni-ti core from the distal end to the joint with the platinum coil and stainless-steel coil was confirmed to be deficient by 8 mm compared to a factory-retained sample. The total length of the platinum coil (30 mm) had been missing completely. Length of ni-ti core of the actual sample: approximately 22 mm. Length of a ni-ti core of a factory-retained current product sample: 30 mm. Magnifying and electron microscopic inspection of the ni-ti core found that the fracture end was tapered off and was diagonal when seen from lateral side. Dimple pattern was observed on the fracture surface. The thickness of the ni-ti core was measured on the point near the fracture end and confirmed to be equivalent to that of the factory-retained sample. Simulation test: a factory-retained runthrough ns samples were exposed to each of the following load a) - d) while the distal end of the platinum coil segment was trapped. As a result, the ni-ti core covered with the platinum coil was fractured, and the platinum coil was unraveled and elongated in all cases. Subsequently, when the test samples were exposed to a further pulling load, the platinum coil was fractured. Electron microscopic inspection of the fracture of ni-ti core of each test sample revealed: a) when a one-way pulling load was applied, the fracture end was tapered off, and was diagonal when seen from lateral side. Dimple pattern was observed on the fracture surface. This state was similar to that observed on the actual sample. B) when a repetitive bending load was applied, the fracture end was curved, and dimple pattern was observed on the fracture surface. This state was different from that observed on the actual sample. C) when a pulling load was applied to a test sample held in loop-shape, the fracture end was tapered and curved, and the fracture surface was twisted. This state was different from that observed on the actual sample. D) when a torque load was applied, the fracture end was twisted. This state was different from that observed on the actual sample. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal segment of the actual sample was entangled in the stent strut and stuck. The curved deformation of the distal end was thought to have occurred when it became entangled in the stent strut. When a pulling load was applied to the actual sample in the state described above, ni-ti core under the platinum coil segment was fractured, and the platinum coil was unraveled and elongated. When a further pulling load was applied to the actual sample, the platinum coil was fractured. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. The shipping inspection record regarding the involved product code/lot# combination was reviewed for the breaking strength of the distal tip. It was confirmed that no anomaly was noted in it. Please see MDR 2243441-2021-00022 for the importer report. (B)(4).

Event description:
The user facility reported that per the doctor, he had an issue he had with a run through ns extra floppy while doing a coronary cto case. He explained that he stented the lad and after the final shot, when he tried to pull the run through back through the stent and out of the artery, the wire was hung up and appeared to have wrapped itself around one of the stent struts. He tried multiple techniques to release the wire and pull the run through back into his guide, however, it would not move and was stuck in or on the stent. Ultimately, he decided to pull back with enough force to remove the wire, understanding that it may break. The wire did eventually break, however, the platinum and stainless steel over-coil unraveled and left part of the filament in the lad and the rest of it strung out into the lm, aortic arch to the brachiocephalic artery and possibly the subclavian artery. He was able to re-stent the lad and take care of the distal potion of the broken wire, he then needed to figure out how to take care of the filament that's hanging in the aortic arch and brachiocephalic artery. There was no patient injury, medical/surgical intervention required. The patient refused surgery. The patient was in stable condition. The procedure outcome was successful.